Event description:
It was reported that the pt described sound as being too quiet, they reported to the clinic and seen in 2004, for testing. External equipment was checked and found to be functioning normally. Testing confirmed that the device was malfunctioning. The clinic contacted med-el UK clinical support for advice. It was recommended to retest psychophysical values and remap but pt indicated that they were unwilling for changes to be made to their map. A further appointment was made for visit by med-el clinical support staff 7 days later. During discussions it emerged that the pt had described changes in sound quality when opening their mouth wide. This could indicate some varying impedance of the reference electrode. During the visit a new map was tested and the pt was satisfied with the loudness. The post-operative x-ray taken immediately after implantation was examined: ground electrode appeared at right angles to skull. Further changes in reference electrode impedance cannot be excluded. Possible reason is position of electrode and movement due to jaw muscle activity. Reimplantation may be indicated in the future.